Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue, however, a lose tube was found during testing. The se retightened the tube, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had a compressor inoperative error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.